Event description:
It was reported that while being used during a hip arthroscopy the probe was introduced into the pts hip and a 'snapping sound' was heard, on inspection with the arthroscope there was a crack visible on the ceramic tip and the hook was rotated by 90 degrees. On removal of the probe (with slotted cannula support) the tip of the device was found missing. This was viewed with the image intensifier and was seen to be situated in the pts soft tissue. The surgeon decided it was safer to leave this extremely small component versus the tissue trauma caused by its removal. The event led to a 30-min delay of the procedure. The procedure was completed by performing a mini-open. No further pt complications were reported as a result of the event.

Manufacturer narrative:
This event occurred outside of the united states, due to international privacy laws, the pt info was not provided.